Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer powered off prior to use at implant. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer would not power up because the micro-processing unit (mpu) board was faulty and prevented the programmer from powering up correctly. The stylus tip was also noted to be damaged. (B)(4).

Event description:
It was reported that the programmer powered off prior to use at implant. The programmer was returned for service. No patient complications were reported as a result of this event.